Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not wearing the sensor during the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 40 mg/dl. Customer treated with the carbs and sugar. Customer was not sure why her blood glucose was low. Customer stated she was clammy and combative. The insulin pump will not be returned for analysis.